Event description:
Reporter had breast implants with silicone shells and filled with saline in 2003. Three-four months later reporter ended up with rheumatoid arthritis. Rptr never had any problems before. Reporter always been highly active and healthy until this. Reporter requested info from the FDA and found that implants can possibly case ra, nobody made reporter aware of this or reporter would never have chanced it. Reporter found that microparticles of the shell can come off go into your system, nobody told reporter this and now reporter suffers with pain and fatigue. Reporter had x-rays which show bone erosions of hands. Reporter on many many medications that don't even help reporter. Like to get a stem cell transplant but insurance won't cover it. Reporter feels the co of these silicone shells and the dr should. These should be banned from any use, anything with silicone is not good. The implants sometimes ache, they sag and are not shaped right.